Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a piece of tampon came out when she was going to the bathroom. She experienced severe discomfort during tampon use and developed a burning irritation. The discomfort was also attributed to a pad she wore at the same time.